Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall; the patient restarted the device and the alert initially cleared but recurred, and a replacement ilet was shipped with instructions to shut down the original device and return it. Symptoms included no reported changes to blood glucose and no adverse clinical effects. Outcomes included device replacement with continued cgm use advised and no medical intervention or hospitalization. Investigation included review of the event history and device performance based on the reported alert and field troubleshooting. Investigation of this device revealed a suspected motor stall malfunction within the pump mechanism consistent with a device operational failure necessitating replacement, though no additional device component failure was confirmed from available information. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction consistent with a motor stall.